Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patients dapt was changed to aspirin and clopidogrel. No additional information was provided. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the patient presented with unstable angina. The procedure on (B)(6) 2014, was to treat a complex lesion located in the proximal left anterior descending (lad) coronary artery, the proximal middle third and middle in tandem with tortuosity. Vessel sizing was performed with angiography and determined to be greater than 2.5mm in diameter. Predilatation was performed with a semi-compliant balloon with residual stenosis reduced to less than 40%. A 3.5x18mm absorb was implanted to cover the middle third and a 3.0x28mm absorb implanted to cover the third proximal lesion. Post-dilatation was performed with a 3.5x10mm non-abbott balloon catheter with an optimal result. The final angiographic residual stenosis was less than 10%. No imaging was performed to confirm that the scaffolds were fully apposed to the vessel wall. The patient returned on (B)(6) 2017 with acute coronary syndrome. The lad was found with ectasia in a segment distal to the distal absorb scaffold and restenotic ulcerated lesion on the proximal border of the proximal absorb scaffold. An optical coherence tomography (oct) was performed which identified an ulcerated lesion with 70% obstruction. Coronary angioplasty was performed with the implantation of a 3.5x18mm xience xpedition stent completely covering the lesion. Post-dilatation was performed with a 3.75x15 nc trek balloon catheter. The final patient outcome was good. The patient was confirmed to have been compliant in following the dual antiplatelet drug therapy (dapt) consisting of aspirin and ticagrelor after the procedure.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of myocardial infarction and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.